Event description:
A review of svc data detected a reportable event. During servicing, electrode belt sn (B)(4) fired a monophasic pulse. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation, the belt fired a monophasic pulse during defibrillator testing. The cause of the monophasic pulse was isolated to damaged micro-controllers u727 and u728 on the distribution node pca board. The root cause for the damaged components could not be positively identified. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.